Manufacturer narrative:
The implant date was unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient was experiencing spontaneous deflation with an inflatable penile prosthesis (ipp) during intercourse. While the issue could not be confirmed by the physician, the patient requested explant of the ipp and replacement with a malleable device. A surgical procedure was performed during which the existing ipp was explanted and replaced with a tactra malleable penile prosthesis. No patient complications were reported.